Manufacturer narrative:
The customer replaced all of the electrodes and the tubing and noted the end of the sipper was chipped off.

Event description:
The initial reported questioned low results for 4 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. Of the data provided, the results for 1 patient sample were discrepant. The initial result from the c501 module in question was 132 mmol/l. The repeat result from a different c501 module was 139 mmol/l. The initial result was reported outside of the laboratory prompting a call from the doctor. The repeat result was believed to be correct. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
Calibration alarms were noted on the day of event. Sample short alarms were observed on the alarm trace data from the day of event. These alarms can indicate poor sample quality. The field service engineer (fse) replaced the sipper nozzle. Ise checks, calibration, qc, and precision results were within specification. The instrument was operating within specification. The service actions resolved the issue.